Manufacturer narrative:
Product analysis: the product specimen has not been returned to medtronic. Conclusion: multiple attempts to gather additional information and request product return have been made; however, these attempts have been unsuccessful. Without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted.

Event description:
Medtronic received information that approximately 11 months post implant of this mitral bioprosthetic valve, it was explanted and replaced for reasons unknown. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received indicating that this patient had a white blood cell count in the 20,000's and blood cultures (bcx) were positive for gram positive cocci in chains that turned out to be group b streptococcus (gbs). New bcx were drawn upon arrival to the emergency department. Bcx positive for gbs. This prosthetic mitral valve was negative for any growth. No other adverse patient effects were reported. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The sterilization process used by medtronic utilities bbg solution (sterilant : 0.2% 20-24 hour exposure at 38-42c) which has an ant I-microbial kill on the microorganisms such as streptococcus species, and it also has demonstrated the ability to inactivate the biological indicator, bacillus atrophaues atcc 9372 which is representative bioburden for the microbial flora found in our manufacturing controlled environment. The reported organism can be rendered non-viable to the sterilization process during manufacturing. Therefore, it was unlikely that the organism originally came from the device and/or manufacturing valve process. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating that 10 months and 16 days post implant of this mitral bioprosthetic valve, the patient presented to the emergency room with moderate calcification and subacute bacterial endocarditis. Transesophageal echocardiogram (tee) revealed multiple septic emboli with 2.4 cm vegetation were noted. Gram testing was positive for bacteremia. Magnetic resonance imaging (MRI) revealed multiple sub-5 mm scattered peripherally distributed cortical/subcortical infarcts, involving various vascular distribution, consistent with embolic infarcts. These infarcts were noted as possibly related to septic emboli. The patient was symptomatic with fever, chills, lethargy and malaise. Leukocytosis and tachycardia were also noted. Ten months and 26 days post implant, the device was explanted and replaced and antibiotics were administered through intravenous therapy (IV).